Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. This was observed during a patient infusion at the patient¿s home. This was described as, it was noted that the device was ¿4/5 full when it should have been fully infused/empty¿. The device was filled with flucloxacillin 8000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available..

Manufacturer narrative:
Correction made to d5: operator of device: patient/consumer (previously submitted as other). H4: the lot was manufactured from september 13, 2021 - september 16, 2021. H10: the actual device was received for evaluation with 134 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.